Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. This report is based upon allegations made in a lawsuit in which atrium medical is named defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit and described herein are or were defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical mesh product. It was alleged that the patient had a recurrent left inguinal hernia and a large abdominal wall abscess after mesh implant. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.